Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that tracking difficulty occurred. During a genicular artery embolization, a 14, 200 cm x 10 cm fathom guidewire was selected for use. It was attempted to advance the microwire through the 155cm truselect microcatheter, but increased resistance was noticed. The microcatheter was removed, re-flushed, and the microwire was advanced again, but the same resistance was encountered. It was attempted to remove the microwire again, but both microcatheter and microwire started to bunch. There were no patient complications as a result of this event. However, returned device analysis revealed that the guidewire coating was peeled,

Manufacturer narrative:
The device was returned for analysis. During the inspection, it was observed that the distal tip was bent. Upon microscopic examination, it was noted that the guidewire coating was peeled. Detailed product and complaint information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.